Event description:
It was reported the patient saw a "flashing triangle" associated with their device on the right side. The information in the call reasonably suggested the device was off the previous day. It was unclear if the patient turned the device off or if it was off for a different reason. The patient's left side felt "weak" when stimulation was off. In addition, the patient had a "static feeling" down their left arm when they turned the device on. At the time of the report, the device was back on. The patient was to monitor their symptoms going forward. A follow up report will be sent if additional information is received.

Event description:
It was further reported that the patient had concerns but was working with their health care professional and/or company representative. The patient has an upcoming apt (B)(6) 2013. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3389s-40 lot# v805902, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient was not getting "a lot of response" from the left side of their body today and the day previous. It was stated they were not "as able to walk" as of the date of this report. The patient tried adjusting stimulation the previous day to determine if they felt better in the morning, but that was not successful. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the patient alleged problems with their "right" ins. The patient has 2 devices. The event was initially reported on the "left" ins. This report has the correct device information, and concomitant products for the "right" ins. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v794127, implanted: (B)(6) 2011, product type: lead. (B)(4).